Event description:
It was reported that the etrak 2500p system would boot up, and then the monitors would go black. Reboot of the system was required. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. When additional info is provided, it will be reported as required.